Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's pacemaker exhibited an overestimation issue. No intervention took place to resolve the issue and there were no patient consequences.